Event description:
The patient was revised because of pain.

Event description:
During implantation, inner ring between screwhead and screw post broke free from the device. Device removed and replaced. Patient outcome: no adverse effect reported as result of this event.